Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received 41 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for holes in tubing with the incident lot was observed. Additionally, retention samples were selected for visual evaluation and the customer's indicated failure mode for holes in tubing was not observed. A DHR review was not required as this is a confirmed complaint, refer to CAPA (B)(4). Conclusion: confirmed. Bd was able to duplicate or confirm the customer's indicated failure mode based on the returned samples. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that there were holes in the tubings of the bd vacutainer® push button blood collection set with 7 in tubing. No serious injury or medical intervention.